Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient's symptoms began the night of (B)(6) 2013 when the patient felt pain and his legs were cramping. It was also reported that the patient had been charging the implantable neurostimulator (ins) for 2 hours on (B)(6) 2013. When the patient went to sync the programmer to the ins, it said that the ins needed to be recharged. The recharger stated that the ins was fully charged. It was noted that the programmer needed new batteries. The patient changed the batteries in the programmer and was able to sync the programmer to the ins and make adjustments.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37092, lot# 276480001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the patient had a return of symptoms. It was noted the patient saw the poor communication screen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had difficulty charging the unit and told the health care provider (hcp) that they were able to restart with assistance but it was ¿not working as well.¿ after an office visit on (B)(6) 2013, the patient was able to get the setting corrected. It was noted that the implantable neurostimulator (ins) battery had depleted but was able to restart and program with assistance along with literature on spinal cord stimulation (scs) that the patient found. It was noted that the patient had increased pain but now scs worked. It was further noted that the patient had increased pain in a different area (mid-back). Reprogramming was attempted for better coverage but was unsuccessful. It was noted that the patient had no injury and the patient reported the issue was ¿user error.¿

Event description:
Additional information received indicated the patient received assistance from their physician or manufacturing representative and t heir concerns were resolved.

Manufacturer narrative:
(B)(4).